Event description:
It was reported, the tip of the universal driver broke when the surgeon was tightening a screw up in the acetabular. A fragment of the driver remained in the head of the screw. The surgeon was unable to remove it from the head of the device.

Manufacturer narrative:
Add'l info, has been requested and if received, will be provided on a supplemental report.